Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported the the po valve malfunction.

Manufacturer narrative:
The valve was returned in the return kit in an unknown fluid. A visual test was performed and showed that the valve had no deformations or other abnormalities. A penetration test is performed to show if the valve is clogged. This test is at a hydrostatic pressure difference of about 25-30 cmh2o in the flow direction. The test has shown that the valve is permeable. All of the pressure steps in steps of 5 at the valve were set up and down. The investigation confirmed that the valve goes up and down in all pressure step ranges. To measure the brake release force, we have the valve with a brake force meter checked. The braking function could be proven positive. The measured values of the braking force were within the permissible tolerance. The braking force could not be investigated because the rotor is in the interior the valve did not move. No issues were identified. No further actions are required. The valve was tested on the miethke test bench. It goes through the standard test for the horizontal position. Here, the liquid flow of 60 ml / h gradually reduced to 5 ml / h and increased again to 60 ml / h (based on iso 7197). The resulting pressure is measured. No issues were identified. The system operated as intended.